Manufacturer narrative:
Internal file number: (B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 17 proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred. Seventeen other proglide devices were used with the same result. The sutures of three new proglide devices were successfully pre-placed at each access site. A 16f sheath was used in the procedure. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.